Event description:
Clinical svs reports a hemoloysis event due to a kinked first use arterial line. Approx 2 hrs and 10 mins into treatment the tech found a kink in the line near to the loop going into the machine caused by user error. Pt was asymptomatic and was removed from dialysis. Labs were drawn and hemoglobin was low. The pt had recently had surgery and already had a low hemoglobin, but it was even lower after the event. The next morning the pt rec'd a transfusion, but no add'l medical intervention was required and the pt was fine during the next treatment. Inquiry was made re user facility report.